Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation in not applicable to this report as the device had not been implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "device ruptured during implant surgery. Spontaneous rupture". Surgery was completed with a backup device.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified striated opening on the posterior side and crease folds. Based on the device analysis the final assessment is: a striated opening on the posterior side due to surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reported "device ruptured during implant surgery. Spontaneous rupture". Surgery was completed with a backup device. Device has been explanted.